Event description:
It was reported that the patient underwent a prophylactic replacement. The suspect device has reportedly been discarded.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: prior supplemental report inadvertently submitted without correct investigation conclusion code.

Event description:
The apnea is confirmed to be sleep apnea only. The cause of the sleep apnea is related to vns stimulation. Per the physician, recent polysomnograph on (B)(6) 2025 demonstrated apnea with each vns stimulation lasting 30 seconds and associated with w/o2 desaturation. Surgery for generator replacement is not yet scheduled.

Event description:
It was reported that the patient has been experiencing apneic events with their device. The neurologist is recommending a separate generator model to utilize day/night settings to hopefully reduce the apneic events during the night. Surgery is to be determined. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.